Event description:
It was reported that the right atrial lead had intermittent capture. The device was reprogrammed to vvir 50 mode. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638rl30, heart ring, implanted: (B)(6) 2013. (B)(4).